Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found no external damage. The event history log shows "force sensor bridge test error". During start-up inspection the issue was duplicated. The cause of the reported issue is the force sensor cable is damaged. Replaced force sensor, performed functional and delivery tests that passed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint., corrected data: corrected: health effects - clinical signs and symptoms or conditions and health effects - health impact.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump had a force sensor bridge test. No patient injury reported.